Event description:
Medics were attempting to monitor a pt (gender unknown) and could not obtain a pt ECG rhythm. Medics attempted to change the ECG cable and the monitoring electrodes but there was no change. The complainant additionally stated that the device displayed a "poor pad contact" message during the event. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.